Event description:
It was reported by the customer's husband that the customer passed away on (B)(6) of 2014 while detached to their insulin pump. Cause of death has not been confirmed by a healthcare professional, but customer's husband stated it was heart and diabetes related. Customer's husband stated that her blood glucose was 160 mg/dl at time of hospitalization. Device unavailable for analysis as it was discarded by the hospital. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.